Event description:
Caller states customer was unable to obtain a result on the compact plus system due to an error on the device. Customer was found unresponsive; paramedics were called and customer tested 25 mg/dl on professional device. Customer was treated with an IV (contents unknown), and tested 231 mg/dl on professional device shortly after treatment for low blood glucose symptoms. Customer was taken to the hospital and monitored for 4-5 hours; result upon release was 176 mg/dl. Requested return of suspect device, and replacement was sent.